Event description:
Customer alleged that the up and down and head end portion of his bed does not work, but the foot end does work. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 5410ivc, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number (B)(4) rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called and stated that the head portion of the bed allegedly will not rise or lower. The foot section operates as it should. The dealer allegedly replaced the remote, but the issue still exists. Invacare advised the dealer that it could be the junction box. The dealer has allegedly replaced the junction box on (B)(6) 2012. No injury.